Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) keypad. Covidien was not authorized to service the ventilator.

Event description:
The customer reported that the ventilator became inoperable during patient use. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.